Event description:
Tubing at entrance of urine meter is not strong enough to be straight and will 'kink' over, not allowing bladder to drain. It may appear that patient has no urine output, however, when manually straightening the tubing, a large amount of urine will then drain from the pt. After the tubing was unkinked 1000cc of urine drained out. No injury to patient.